Manufacturer narrative:
(B)(4)

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. During the initial implant, a small segment of flowonix catheter was used along with a competitor's catheter. It is believed to be the cause of the issue. Surgical intervention was taken to replace the catheter with a flowonix catheter on (B)(6) 2018.